Event description:
It was reported the patient noticed their symptoms seemed worse about a month prior to this report. The patient started having a rapid heartbeat about a month ago and their healthcare professional (hcp) was treating them for it. The patient bought a bluetooth headphone and wanted to know if that would affect their therapy or cause the rapid heartbeat. Five days later the patient reported that they stopped using their bluetooth headphone for a couple of days and their walking symptoms seemed to improve. When the patient tried using the headphone again they noticed their walking symptoms increase again. The patient did take sinimet and they thought their implantable neurostimulator (ins) was causing their phone to get hot. That was the reason the patient tried the headphone. An appointment with the patient¿s chp was scheduled for (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013. Product type: implantable neurostimulator, product ID: 3387-40, lot# j0322212v, implanted: (B)(6) 2003. Product type: lead, product ID: 748240, serial# (B)(4), implanted: (B)(6) 2003. Product type: extension, product ID: 3387-40, lot# j0214148v, implanted: (B)(6) 2003. Product type: lead, product ID: 37642, serial# (B)(4). Product type: programmer, patient, product ID: 748240, serial#(B)(4), implanted: (B)(6) 2003. Product type: extension. (B)(4).